Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for stent break from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that on (B)(6) 2013, a 3.50x28mm xience xpedition was successfully implanted in the mid right coronary artery (rca) and the patient was discharged the following day. During a follow-up on (B)(6) 2014, angiography was performed. The xience stent was patent, however, a mid-segment stent fracture was possibly noted, without any clinical symptoms. There was no treatment provided and no hospitalization. There was no additional information provided.